Manufacturer narrative:
An additional repeat result was provided for patient 1 on (B)(6) 2025; the result was 74.80 umol/l. The investigation is ongoing.

Manufacturer narrative:
A field service engineer (fse) determined that the vacuum chamber had a split tube; the tube was cut back. The main water pressure was set, the sipper syringe seals were worn and replaced. The reagent probe was readjusted, and the cuvette reagent probe position was verified. The sample valves, sample probes, photometer check, and cell blank were checked without any issues. For verification, ion-selective electrode (ise) checks were completed, and a 21-cup precision check was completed and passed. Qc was performed and passed. The tubing was further investigated, and it was determined that there was a design issue with the tubing, as short tubing caused increased tension.

Manufacturer narrative:
The creatinine plus ver.2 reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of a questionable creatinine plus ver.2 result from the cobas c 303 analytical unit for two patients. Patient 1's initial result was 291 umol/l, and the repeat result was 71 umol/l. The sample was repeated after the doctor questioned it. The repeat result was deemed to be correct, as it is more in line with the patient's clinical history. Patient 2's initial result on (B)(6) 2025 was 493 umol/l, and the repeat result was 103 umol/l. The repeat result was deemed to be correct, as it was close to another repeat sample for the same patient.